Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent couldn't be exposed. "As per complaint form": during the release of the stent it cracked in the application system and it wasn´t possible to release the stent in the end.

Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. (B)(4). Exemption number: e2016031. Problem statement: the stent couldn't be exposed. "As per complaint form": during the release of the stent it cracked in the application system and it wasn´t possible to release the stent in the end. Device evaluation: the evo-fc-10-11-6-b device of lot number c1406299 was returned to cook (B)(4) and evaluated on the 08-feb-2018. Lab evaluation: upon evaluation of the returned device, the stent was returned fully deployed. No issues were noted with the stent. Lockwire was not returned. Red shuttle deployment marker was in the center of the handle. The trigger was not fully engaged on return, it was in the neutral position. Actuation for deployment and retraction was possible. There were no visible kinks on the flexor. The device was dismantled during the lab ¿ all internal components were okay. No cracking in the delivery system was observed with the returned device. Also the stent was returned fully deployed; therefore it is presumed that the stent was fully released from the delivery system after the procedure. The customer complaint is confirmed as the failure was verified in the lab. The device was returned with the directional button in the neutral position preventing deployment/retraction. Root cause: a possible root cause for this complaint is that the user did not fully engage the directional button for deployment, and at some stage during deployment the directional button clicked into the neutral position which would result in the ¿cracking¿ noise being heard, and the inability to fully release the stent. Document review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. At one point during the test (approximately at the point of no return), actuate the change of direction button and actuate trigger to ensure direction changes. Note the ease of actuation of button ensure that both buttons are depressing fully and engaging properly. Note: during operation of handle if the direction button ¿pops out¿ this is a fail.¿ upon review of complaints this failure mode has not occurred previously with this lot number. Based on information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary: the customer complaint is confirmed as the failure was verified in the lab. The device was returned with the directional button in the neutral position preventing deployment/retraction. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
MDR is being submitted based on the device malfunction precedence: 'deployment issue that results in the exposed stent removed from the patient with the delivery system' "as per complaint form": during the release of the stent it cracked in the application system and it wasn´t possible to release the stent in the end.